Event description:
It was reported that the programmer made a popping sound and did not turn on. Furthermore, some burning smell was also noted coming from the programmer. The programmer was returned to sales office for further observation. No adverse patients effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual evaluation of the programmer was performed. The allegation of this programmer based on the field report and the finding that the programmer made a popping sound and did not turn on. Furthermore, some burning smell was also noted coming from the programmer was not confirmed. Analysis found the programmer had end of life. No additional adverse patients were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the programmer made a popping sound and did not turn on. Furthermore, some burning smell was also noted coming from the programmer. The programmer was returned to sales office for further observation. No adverse patients effects were reported.